Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. On (B)(6) 2026, the patient¿s cgm displayed a glucose reading of 333 mg/dl. At that time, the patient reported experiencing dizziness and vomiting. The patient did not have access to a bg meter and contacted emergency medical services (ems) between approximately 1:00 and 2:00 a.m. Ems arrived and transported the patient to the emergency department (ER). In the ER, a bg meter reading was obtained and measured 590 mg/dl, while the cgm concurrently displayed a glucose value of approximately 350 mg/dl. The sensor was removed, and the patient was treated with intravenous (IV) insulin. The patient was observed in the hospital for 24 hours and discharged the following day with a bg meter reading of 400 mg/dl. At the time of the report, the patient stated she was ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid on (B)(6) 2026. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.